Event description:
In 2002 customer was feeling shaky and received a blood glucose reading of 82 mg/dl with their freestyle meter. The paramedics were called and received a reading of 43 mg/dl with an unknown meter. The customer was given glucose to bring up their glucose level to 180 mg/dl.